Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s916usqs6eyj5. Hardware: sm-s916u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A medical event was reported involving persistent hyperglycemia while wearing the pod on the abdomen for between 4 and 24 hours. Blood glucose (bg) levels reached up to 526 mg/dl despite multiple correction boluses and a pod change. The omnipod 5 system was confirmed to be in manual mode with an android controller. Besides elevated bg levels, symptoms included headache, body aches, increased thirst and increased urination. Medical attention was sought after self-management efforts failed. Diagnosis was diabetic ketoacidosis. Treatment consisted of intravenous fluids and an insulin drip. The reported length of hospital day was approximately 4 to 5 days. The pod was discarded after removal.